Event description:
On (B)(6) 2025, a patient underwent a percutaneous transluminal angioplasty (pta) procedure using the ultrascore 035 pta balloon catheter. During the procedure, the catheter allegedly got stuck at the tip of the sheath and the catheter had to be removed together with the sheath. It was further reported that after removal, the balloon section was kinked. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous transluminal angioplasty (pta) procedure using the ultrascore 035 pta balloon catheter. During the procedure, the catheter allegedly got stuck at the tip of the sheath and the catheter had to be removed together with the sheath. It was further reported that after removal, the balloon section was kinked. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultrascore 035 device was returned for evaluation. Upon visual inspection, it was noted that the balloon catheter was loaded onto an unknown sheath and returned with an unknown inflation device connected at the inflation luer. The balloon catheter had a kink near to the distal tip. It was also noted the inner guidewire lumen on the distal end within the balloon was kinked. The distal tip of the unknown sheath was noted to be buckled. No other anomalies were noted to the device. Therefore, the investigation is confirmed for the reported material deformation as the multiple kinks were noted on the device. However, the investigation is unconfirmed for the reported sheath removal difficulty as the balloon catheter was inflated and deflated, retracted from the unknown loaded sheath without any issue. A definitive root cause for the reported sheath removal issue and material deformation could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.